Manufacturer narrative:
Dehisced annuloplasty ring. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 6 months. Through follow-up with the health-care provider, the operative report was provided. According to the operative report, the reason for explanting the device was dehiscence and severe mitral regurgitation. "The patient presented with sepsis thought to be secondary to a port catheter. He subsequently developed mediastinitis and was treated for this which involved debridement, wound vac therapy and long-term IV antibiotics. During this time course it was thought his mitral valve may have been become infected because his mitral valve ring dehisced and he developed severe mitral regurgitation with hemolysis...a tee was performed which confirmed the presence of mitral regurgitation and a dehisced posterior annuloplasty band." Upon inspection, "the posterior annuloplasty band had dehisced and it was loose. The two sides of the band were in place, however, and were firmly adherent. There was a leaflet hole in the mid portion of the posterior leaflet. This could represent a healed area of endocarditis or perhaps could be trauma from the mobile annuloplasty band." The ring was removed, the leaflet perforation was repaired, and another edwards annuloplasty band was placed. There were no operative complications. Per the health-care provider, the reason for re-operation was not related to the edwards device; there was no device malfunction.